Manufacturer narrative:
The customer stated that a probe cover was broken and was held by tape. The investigation determined the issue is consistent with droplets coming from the rinse station, causing dilutions or increasing reactions. A specific cause of the event could not be determined.

Manufacturer narrative:
The lithium reagent lot number is 756440. The reagent expiration date was requested, but not provided. For all other reagents, the reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible results for several patient samples tested on a cobas 8000 c 702 module. Results for the following assays are affected: creatinine, lithium (li), albumin, alt, and total protein. No units of measure were provided for the lithium assay. Refer to the attachment for all patient data.